Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
The pump stalled; the cause of the stall was unable to be determined. The pt experienced an increase in spasticity. The pump was replaced. The pt's outcome was reported as "better control of spasticity."